Event description:
It was reported that the dressings do not stick.no patient incidence. As the issue was detected before use, the product has not been used. Another dressing of the same reference has been used without any problem. Product cannot be return as it was discarded.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint sample was available for assessment at this time but a review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. The test results for adhesion to steel for this lot were reviewed and found to be within specification. The investigation did not find any product defect or manufacturing process issue so no action is required. In addition, there was no complaint sample provided for assessment. If one was to become available, the complaint may be reopened for further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.